Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb board had failed, which caused the no flow in and load set alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump had cosmetic damages to the front housing. When the pump was returned to mmdg for evaluation, the no flow in and load set alarms did not alarm as expected. They failed to alarm. The initial reporter stated that the complaint had occurred during testing and had no affect on a patient. The alarm failure was discovered at moog. (B)(4).